Event description:
The lay user / patient contacted lfs in 2009, alleging inaccurate high readings on their one touch ultrasmart meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that two days prior to contact lifescan at 10:30 am, the patient tested on his meter and obtained a 169 mg/dl and "immediately" fell on the floor. Emergency services were called and the patient's blood glucose was tested on the emt's meter and obtained a 51 mg/dl. Result was taken less than 30 minutes from the patient's meter reading of 169 mg/dl. The patient was then treated with a glucagon injection. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The test strip vial was not cracked or broken. The patient was unable/unwilling to run a quality control test. Products were replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, verify when the symptoms actually occurred, readings prior to the event and whether the patient had taken anything medication prior to the injury. It would have also been helpful to know what type of symptoms does the patient usually experience with low and high blood glucose readings and how often the patient tests and whether the patient was taken to the ER and what the patient's blood glucose level was prior to the emt's leaving. The complaint is being reported, since the patient alleged that due to the elevated reading, he fell and had to seek medical attention and was treated for hypoglycemia by paramedics.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.